Event description:
Dynalink .035 biliary self-expanding stent being deployed "around the horn" into right leg met resistance going thru cross-over sheath, but went down. As md began going down the leg, stent started deploying. Attempt to resheath was unsuccessful. Md pulled catheter back, then went back in to exchange cross-over sheath for a short sheath. Md put a wire down the sheath and met resistance, would not let go further. Under fluoro, noted that a piece of catheter/balloon marker was lodged in the sheath. When md attempted to pull sheath back, the piece of catheter/balloon marker dislodged out of sheath into iliac. Md made unsuccessful attempt to snare. Catheter piece/section last seen floating freely down lf popliteal without obstructing flow, pt continued to have good flow and runoff. Discharged home after 24-hr hosp stay in stable condition.